Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x19mm graftmaster stent system was being used to treat a perforation caused by another device in the heavily calcified, moderately tortuous left anterior descending coronary artery. The device was advanced, but failed to reach the perforation, so it was removed without issue. Another graftmaster stent was successfully implanted and sealed the perforation. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed report, the following information was received: while attempting to cross the lesion, the proximal shaft separated. There was no additional information provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.